Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the evaluation results, the screen black out was confirmed. Root cause of the event could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
Olympus (omsi) was informed that the customer visera elite ii video system center was not working. The olympus field service engineer found the front touch panel display blacks out intermittently. The customer reported problem was found during preparation for use of a laparoscopic cholecystectomy. The scheduled procedure was completed successfully using another similar device. No death or injury was reported to olympus.

Manufacturer narrative:
The investigation is ongoing. However, if additional information becomes available this medical device report will be supplemented accordingly.